Event description:
Translation of attachment received: page 1: subject: damage bandage report is sent as an attachment to this report by dr. (B)(6) on the event that occurred on (B)(6) 2021 due to which the intra-gastric bandage described below remained unused. Lap-band ap small serial number: (B)(4). Page 2: subject: report on damaged gastric band we inform you that on (B)(6) 2021, during an adjustable gastric band surgery performed on the patient [patient name redacted], a gastric band was used which showed a small leak of liquid introduced during the leak test of the system due to the presence of a solution of millimeter continuity of the internal part of the bandage. For this reason the device was not implanted and was replaced by another intact bandage.